Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received four inappropriate shocks, and the right ventricular (rv) lead exhibited high impedance, a loss of capture, and oversensing. A lead fracture was also suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned in segments and was analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received four inappropriate shocks, and the right ventricular (rv) lead exhibited high impedance, a loss of capture, and oversensing. A lead fracture was also suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.